Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a spark and burning smell at the ac receptacle of the device while it was connected to the ac outlet. There were no reports of adverse patient events or delays in critical therapy while the device was in clinical use. No additional information was provided.